Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia and air bubbles inside the reservoir and the tubing. The customer reported that the symptoms related to high blood glucose levels included nausea, exhaustion and abdominal pain. The customer reported that she woke up with high blood glucose levels of 21 mmol/l. The customer reported that cannula was bent on the infusion set. The customer stated that she changed her infusion set again and at 9:30 her blood glucose level was 33 mmol/l. The customer stated that her blood glucose level was 29 mmol/l at the beginning of call. The customer treated the high blood glucose levels with insulin pump. Troubleshooting was performed. The customer reported that the insulin pump passed the displacement test. Product is not expected to return for analysis. Additional device related incidents: infusion set (308441694); insulin pump (308435471).